Event description:
Pleural effusion [pleural effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt underwent lung surgery during which seprafilm was used, dose regimen not provided. On an unspecified date, the pt experienced pleural effusion. The action taken with separfilm treatment was not provided. The event of pleural effusion was treated with corticosteroid therapy for 4 days and thoracic drainage. The outcome for the event of pleural effusion was unk. Concomitant medications were not provided. The intensity for the event of pleural effusion was not assessed. The relationship between seprafilm and the event of pleural effusion was not provided by the reporter. The lot number was not provided. At the time of this report, the outcome of the event of pleural effusion was unk. MFR's comment: the benefit-risk relationship of separfilm is not affected by this report.